Manufacturer narrative:
On 06/16/2021, it was reported to mentor that the date of removal was (B)(6) 2021 - removal only. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/4/2021, it was reported to mentor that the affected product was a non-mentor product. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with a unspecified mentor gel implants smooth and suffered from the following symptoms: ¿pain and discomfort, sensation of having hard attack because the pain was so sharp, breast implant illness, extreme fatigue that requires so much just to get out of bed, joint pain, arms will sometimes hurt (comes and goes), tingling sensation in arms and fingers, and numbness of the thigh that began out of nowhere, really bad neck and shoulder pain, really bad inflammation all of the body , especially in face and neck, ringing in the ear that happened once, irritability, moods are all over the place, few unexplained fevers, trouble breathing, feeling that she cannot fill her lungs, gets winded easily, memory loss, patient does not sleep at all throughout the night ( it has been years), big time headaches and migraines, migraines for 3 weeks in a row, hair loss, finds she is sensitive to things she was never sensitive to in the past (in general with food), blood work and mammogram that come back normal.¿ at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.